Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. As rec'd, the charger/modem was found to have a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse events resulted from the defective charger/modem.

Event description:
A review of service data detected a reportable event. During servicing, charger/modem (B)(4) was unable to power on. The last pt to use this charger/modem did not report any deficiencies.